Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported suspicion of pump thrombosis could not be conclusively established. The submitted system controller log file contains data from (B)(6) 2017 12:27:59 am through (B)(6) 2017 04:23:49 pm. The pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No adverse events were noted in the data. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was not reported. The patient gender was not reported. The patient weight was not reported. (B)(4). Approximate age of device - 8 months. The patient remains on lvad support. Additional information has been requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the lvad clinician that there was a suspicion for pump thrombosis. There was no observable power rise, lactate dehydrogenase was higher than baseline and a ramp study was concerning with no left ventricle unloading or av closure. A log file was reviewed by the technical service representative and the data provided showed no indication of thrombus being present within the motor chamber. Additional information has been requested but has not been provided.